Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.   UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the physician felt the catheter "pop" as it was advanced through the sheath while in a turn. The patient had torturous femoral anatomy. The system was not able to be pushed any further and was pulled out. Major vascular complications occurred and the patient expired. Per report, there was insertion difficulty of the delivery system though the sheath and the valve never made it through the sheath.  While in a torturous turn, the force caused the system to kink both the delivery system and sheath.  The loader was able to be fully inserted into the sheath/sheath housing.  Upon removal, there were withdrawal difficulties. The valve was reported to have hit the kink and pierced the sheath seam, splitting it open and exposing the valve stent.  As the system came backwards, the exposed stent dissected the iliac artery.  A cut down was performed to remove the system.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10666 and 2015691-2020-10667. The sheath was not returned to edwards lifesciences for evaluation.  Imagery provided was reviewed and the following was observed: access vessel diameters showed presence of calcification and tortuosity.  Pictures of the device after used confirms complaint for the following complaint codes of one other complaint related to sheath shaft resistance with delivery system, sheath shaft kinked bent, sheath shaft liner punctured. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis.  As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, the sheath shaft components are 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies are 100% dimensionally and visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specification for lot release. These inspections and testing during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaints.  A review of complaint history for the sapien 3 (all sizes) from march 2019 to february 2020 revealed additional returned similar complaints for heath shaft resistance with delivery system, sheath shaft kinked bent, sheath shaft liner punctured.  The complaints were confirmed, however, no manufacturing non-conformances were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events.  A review of complaint history reveals that the complaint occurrence rate did not exceed the control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system, sheath shaft kinked bent, sheath shaft liner punctured were able to be confirmed based on imagery of the complaint device provided by the field. A review of DHR, lot history, complaint history manufacturing mitigations revealed no indication that a manufacturing non conformance contributed to the complaint. A review of instruction for use (IFU)/training materials revealed no deficiencies. When reviewing the imagery of the device and the case notes provided, it was noted that the sheath did kink and the shaft was punctured in the same location. The following guidelines are provided per IFU for the delivery system and thv insertion through sheath: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system; insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion; push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification; if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm; in expectation of high friction, use short movements it is possible that deviation from these guidelines may have lead to the difficulty seen when inserting the thv, the subsequent kinking of both sheath and delivery system, as well as the puncture seen on the sheath liner. Per imagery of patient's anatomy, tortuosity is present on the patient¿s access vessel, so it is also possible that when inserting the delivery system through the sheath the tortuosity and calcification found in the patient's access vessel could cause increased resistance to be felt on the delivery system as it was passing through the sheath shaft. Excessive manipulation of the delivery system likely occurred when trying to advance the delivery system and caused the reported kink. When attempting to remove the delivery system the valve caught on the newly formed kink and prevented any further movement. Excessive manipulation was again performed in attempts for the valve to overcome the kink, but in doing so the struts of the thv punctured the liner of the sheath and rip at the iliac artery. Based on the available information, patient factors (access vessel tortuosity/calcification) and procedural factors (device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation nor a corrective/preventive actions are not required.